Event description:
Unit had a total of three corrupt EKG files that would not transmit to muse system. The unit said, it transmitted the files, when modem hung up files were rejected by the remote device which is the muse system.